Manufacturer narrative:
Qn# (B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that does not match the serial/lot number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was a supplied 40cc inflation driveline tubing; no damage, blood or abnormalities were noted to the returned inflation driveline tubing. Upon return, the one-way valve was tethered to the short driveline tubing. The teflon sheath was on the iabc; liquid blood was noted within the sheath sidearm. Buckling had also been noted to the sheath body/extrusion. The bladder was fully unwrapped. A bend to the iabc was noted at approximately 29.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Some dried blood was noted within the bladder and helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Two leaks were immediately detected from the outer lumen at approximately 38.7cm and 39.2cm from the iabc distal tip. The leak sites could not be identified under microscopic inspection; the cause of the leak sites could not be determined. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 29.1cm and 73.5cm from the iabc distal tip. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "balloon would not inflate completely" is confirmed. During the investigation, blood was noted within the helium pathway and two leak sites were confirmed from the intra-aortic balloon catheter (iabc) outer lumen in a similar location. The leaks can cause incomplete inflation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the outer lumen leaks. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "the balloon would not inflate completely, change new catheter". No patient injury or consequence reported. Patient's current condition is reported as "fine".

Event description:
It was reported "the balloon would not inflate completely, change new catheter". No patient injury or consequence reported. Patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)